Event description:
While transporting the pt, infusion solution and blood accidentally entered the external drive unit (540t external drive motor accessory device). The motor speed reduced, and an electrical burning smell was emitted from the unit. The operator was unable to transfer the external motor drive to internal drive. The hosp reported that the pt expired not due to the malfunction, but rather due to the pt's condition.